Manufacturer narrative:
The customer reported that the needle separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle tip was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. Root cause investigation has isolated the failure to misuse, specifically related to sweeping motion in deep tissue application.

Event description:
Per the information provided, at a cutting time of 1.5 - 2.0 minutes the needle came loose. The microtip was removed from the patient and then the needle separated from the microtip. The needle did not lodge in the patient, intervention was not required. Another microtip was used to successfully complete the procedure. There was no harm or injury to the patient caused by the failure.